Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The cause for the failure was isolated to a component being out of tolerance in the cable. The root cause of the component being out of the tolerance could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.